Manufacturer narrative:
The meter and strips have been requested for return. The strips were no longer available to be returned. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Occupation was lay user/patient.

Event description:
There was an allegation of questionable results from coaguchek inrange meter serial number (B)(4). The result from the meter was 3.3 inr. Within three hours, the result from a loaner coaguchek meter was 4.6 inr.